Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient had a history of catheter issues. Device information, the drug being delivered, the other medications the patient was taking at the time of the event, the patient's pertinent medical history, when the patient first started experiencing the catheter issues, clarification of the catheter issues, symptoms related to the catheter issues, troubleshooting related to the catheter issues, interventions related to the catheter issues, the causes of the catheter issues and resolution to the catheter issues not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.